Event description:
The hospital reported the lower right inside corner at the south end of the bed is broken off and the sidewall panel has cracked latches. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bed assembly was recommended for replacement to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).